Manufacturer narrative:
D6.b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal device was inserted into the insertion sheath, and the anchor was positioned. While the device/sheath assembly was being withdrawn, resistance was felt and the suture locked. More force was then applied to pull the device/sheath assembly, and the assembly was able to be removed from the patient. Hemostasis was successfully achieved by the device concerned. The patient is being followed up. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The type of procedure performed was hemostasis. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.